Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color, and manual compression was used to complete the procedure. There were no reported injuries to the patient. Additional information was requested but was not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to reach the black/black position in the indicator window; however, resistance was encountered due to blood residues observed on the distal portion of the device. Subsequently, the device was manually opened to change the indicator window by moving the mechanism from the inside. Upon opening the unit, three components rotary link, trigger, and split rack were found out of their functional position. This condition prevented the simulation from being completed and the device from being deployed. These components were likely displaced when the unit was opened, possibly due to the force applied during device use, which may have caused the mechanism to become stuck and resulted in the components being displaced from their functional position. A high magnification microscopic evaluation was performed to assess the internal components of the unit after the device was opened for further inspection. The components that came out of their functional position, as well as the spaces corresponding to those components, were also examined. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ could not be evaluated through analysis of the returned device as the device was clogged with blood residue, which impeded testing of the indicator window transition mechanism. During the analysis the device case was manually opened to test the indicator window transition; however, the internal components of the device were displaced, and the test could not be performed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color, and manual compression was used to complete the procedure. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.